Manufacturer narrative:
(B)(4). Evaluation: results: (myocardial infarction).

Event description:
It was confirmed that a second endeavor sprint drug-eluting stent was implanted during the index procedure.

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug eluting stent implanted to the mid lad. The same day as the index procedure, the patient suffered an mi. It was reported that the mi was related to the target vessel. The investigator indicated that the reported event was definitely related to the device.